Manufacturer narrative:
Additional information provided.

Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "alaris pump not infusing vasopressor medications dopamine and neo-synephrine drips causing hypotension when the patient was moved from cath lab to ccu. Patient required intubation. Patient was admitted to the nursing unit approximately 3 days prior with chief complaint of chest pain. Pt was taken to the cath lab on admission date and results of the procedure were as follows: obstructive disease of the left main, lad, circumflex and ima. The rca was also occluded. A repeat procedure was done to try and reestablish flow approximately 3 days after admission to the facility. They completed a balloon angioplasty to the obtuse marginal and placed stents in the circumflex, proximal lad and used a bifurcation kissing balloon on the lett main. A iabp was placed and pt was taken to the intensive care unit. Upon arrival to the unit, pt was hypotensive with bp's in the 70's. The arrival time was approximately 14:30. Pt remained hypotensive until approximately 17:00. Pulses to the iabp leg were not obtained upon arrival and the iabp was removed. Critical care management was ordered to manage her care in the unit. Patient developed renal problems and nephrology was consulted and pt ended up on crrt approx 1 week after admission to the facility. The pt was eventually made a dnr and expired the following week."